Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the drawer did not open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4 kept blank since no serial number available. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist reset the cubex application and found no issues with the drawers. The user was able to issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.